Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This report is for the third device. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that six eddy irrigation tips broke during use on one patient; all of the broken pieces were retrieved.

Manufacturer narrative:
For all broken parts deemed to, no fault found. According to microscope pictures, no smooth breakage, melted. Breakages due to thermal influences. Misuse. No unused product available for performance test. Nothing unusual to report was found during DHR review.